Manufacturer narrative:
Concomitant medical products: tissue valve, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to low pacing impedance on the right ventricular (rv) lead. In office testing showed variable impedance with the patient in different positions. Noise was also noted on stored episodes. Reprogramming was performed to deactivate therapies and the lead remains implanted. No patient complications have been reported as a result of this event.